Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing, leading to inappropriate atrial tachy response (atr) episodes. Programming options were discussed and recommended. Currently, this ICD remains in service and no adverse patient effects were reported.